Event description:
It was reported on an external medwatch form that the (1) tsb45 was used during laparoscopic gastric bypass procedure. It was reported that the stapler used to divide the stomach was defective. The staples did not close securely and the cut was torn. The surgeon had to overscrew the staple line increasing the surgery time and estimated blood loss for the pt.